Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, approximately four and a half months post-implant of this artificial urinary sphincter, the patient developed an infection in their scrotum. The device was explanted, and the patient was treated with antibiotics. In two months, another implant surgery is planned. No further patient complications were reported.

Event description:
It was reported that, approximately four and a half months post-implant of this artificial urinary sphincter, the patient developed an infection in their scrotum. The device was explanted, and the patient was treated with antibiotics. In two months, another implant surgery is planned. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually and microscopically examined. Microscopic examination identified a pinhole in the cuff shell, consistent with sharp instrument damage. The cuff did not pass leak testing. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. G2 report source: added company representative.

Event description:
It was reported that, approximately four and a half months post-implant of this artificial urinary sphincter, the patient developed an infection in their scrotum. The device was explanted, and the patient was treated with antibiotics. In two months, another implant surgery is planned. No further patient complications were reported.